Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: model number/catalog number: sc-2208-50 serial number: (B)(6) batch/lot number: a43383 / 196298 model/catalog description: st linear lead 50cm unique identifier (UDI) #: (B)(4). Sc-2208-50 (sn (B)(6). This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient experienced a frequent charging of the implantable pulse generator (ipg). No device malfunction was suspected. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.